Event description:
It was reported, the camera head exhibited colored squares vision with error message 222. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused due to twisted cable unit no image was displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.